Event description:
It was reported to philips that the system was unable to perform cine.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment procedure was performed when the issue happened, and the procedure was aborted and rescheduled. The philips field service engineer (fse) conducted an onsite visit and confirmed that the system unable to perform cine. To resolve the problem, fse performed the installation and configuration of hdd and reloaded the software. After some repair, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.